Event description:
It was reported that the compressor was not switching on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The compressor mini was reported to not start. Our field service engineer investigated the compressor on site and found the transformer to be faulty. After replacement of the transformer the compressor worked according to specifications. The transformer was not returned for investigation. The reported issue is probably due to an issue that has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019. As the faulty transformer was not sent back, the root cause could not be verified.

Event description:
Manufacturer's ref.#: (B)(4).